Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the pediatric patient experienced a skin reaction with itching, redness, inflammation/swelling under entire patch area. The patient's parent called the doctor via telehealth to consult about the skin reaction the patient was getting from the sensor. Topical cream and oral antibiotics were given via prescription online. At the time of the report, the patient was in stable condition. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.